Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. For this reason, terumo references eval codes. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass surgery, during prime, three shunt sensors leaked on separate occasions; however, info was only provided for two of the events. The products were changed out. The surgeries were completed successfully and without delay. There was approx 1cc of blood loss on each occurrence.